Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient did not charge their ipg as recommended and the ipg became unable to communicate with external devices. Surgical intervention may be pending to address this issue.

Event description:
Additional information received reports that the patient underwent surgical intervention on (B)(6) 2025 in which the ipg was explanted and replaced.

Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion.  Based on the information received, the cause of the reported incident is related to user error.